Event description:
It was reported that a new ilet user perceived continued insulin delivery as glucose approached the low 100s and had been pausing and unpausing the pump to avoid further dosing, which was followed by subsequent glucose fluctuations; education was provided that routine pausing interrupts basal delivery and can contribute to a rollercoaster effect, and that the pump typically withholds additional insulin as glucose trends lower. There were no reported symptoms. Outcomes included no health consequences or device alarms. Investigation included customer care troubleshooting, review of device use and pump behavior with respect to automated insulin modulation, and education on hypoglycemia treatment using fast-acting carbohydrates with reassessment. Investigation of this case revealed no device malfunction, normal automated insulin delivery behavior, and user-initiated pausing as the likely contributor to variability. It was concluded, based on previously established findings for similar reports, that user technique and therapy management were the probable cause.